Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed an increase in pacing threshold measurements and intermittent loss of capture (loc). Upon x-ray, the lead appeared to be near the tricuspid valve. It was unclear as to whether or not the lead had dislodged or if the current lead position was it's original position. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.